Event description:
Routine interrogation of the aicd noted impedances between 540 and 1152 ohms. In addition, noise was noted on the stored electrograms. These observations are consistent with a fracture of the sprint fidelis lead. The lead was capped and another lead was implanted. The patient's outcome was satisfactory. Manufacturer response (as per reporter) for lead, fidelisno response at this time.